Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge. During troubleshooting with tandem technical support, the customer delivered a test bolus of 10 units, and the insulin gauge updated to an accurate fill estimate.